Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having heart issues and diagnosed with cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart issues and diagnosed with cancer related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed unknown white and gray contamination and tiny hairs/ fibers at the air inlet of the blower box. Iso port had dust and tiny fibers/ hairs contamination in it. Unknown dust like contamination was on top of the blower motor and the blower motor seal. Blower motor had potential liquid/ water stains on the bottom of it and inside of it, indicating potential water ingress. Blower box had potential liquid/ water stains in it, indicating potential water slight dust small black abatement foam) can confirm ingress contamination in the blower box. Piece of contamination (inconsistent with degraded sound in the inside bottom of the bottom enclosure. The presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.